Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the failed turret and the high-intensity motor could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The front panel flashes were caused by a failure of the turret motor and high brightness motor, and the high brightness failure was caused by wear of the detection lever. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a visera pro xenon light source; when the power was on, the front panel of the lamp of the flannel part one (1) was blinking. The issue was found during preparation for use, there was no procedural delay, and the procedure was completed with the same set of equipment (by turning on and off the power several times). There was no patient harm associated with the event.